Event description:
The customer reported that upon initiating therapy to a pt, the unit failed the first autofill attempt. The pt was switched to another unit and therapy was continued. No pt injury was reported.